Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low insulin alert, however was unable to recall if the fill estimate declined as expected. The customer's blood glucose level was not impacted.